Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 700 mcg/ml clonidine at a dose of 47.29 mcg/day and 40 mg/ml dilaudid at a dose of 2.702 mg/day via an implantable infusion pump for non-malignant pain and complex reg pain syndrome type I. It was reported that (B)(6) 2016 the patient saw a (B)(4) (motor stall) on their personal therapy manager (ptm) programmer. No pump alarm was heard. The patient stated that she had an MRI or mra today, she did not know which one she had but they were looking at the blood valves and vessels. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.